Event description:
Reporter alleged obtaining the results of 370 mg/dl and 168 mg/dl within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.